Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section, update section h3, and to provide the completed investigation results. One used 119 cm r2p sheath along with the dilator was received for product evaluation. The components were unmated and remained secured in the packaging card. The packaging card had crease marks where the sheath was damaged. Approximately 34 mm of the sheath was exposed in the card hoop. No other accessory components were returned. Visual inspection revealed that there was a tear and a kink noted on the proximal side of the sheath. The break was observed at 7 mm and the kink was observed at 24 mm from the hub of the sheath respectively. A tear on the inner pebax layer of the sheath was also noted along with the stainless-steel coil being exposed at 7mm from the sheath hub. No other visual anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Per procedure, there is a 100 % visual inspection after the material is placed in the card hoop to detect kinked or any other damaged components during packaging. Furthermore, there is also a final visual inspection after sealing to detect any damages to the components before the part is released from terumo control. The exact cause of the event cannot be determined as the event occurred at an unknown time postproduction.

Event description:
Additional information was received on 22july2020: the sheaths are stored on a cart in the cath lab room. They are properly stored. There were no signs of the box being crushed or bent. The tech removed it from the hoop properly and it was noticed as soon as the tech began to pull it out of the hoop. It was damaged before or during the packaging process.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved r2p was used during the procedure. The sheath was opened, and it was discovered that the sheath was broken on the proximal side. The sheath was never inserted into the patient. A second sheath was opened and used. There was no blood loss. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention. Additional information was received on 02june2020: the sheath was only partially removed from the hoop when the defect was noticed. It touched no other equipment.